Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES device was operating very slowly and produced a popping sound when being powered on or off. The customer stated that the device had been unplugged multiple times by department staff, which reportedly resulted in the backup battery become damaged. Users experienced slow system performance, difficulty rebooting the station, and issues with barcode scanning, often required them to back out of screens and re-enter them before transactions would process successfully.The customer stated that there was a delay in patient care.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 01-NOV-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no battery failures on station. A field service engineer (FSE) evaluated the station and did not observe any popping noise. Testing in hardware test application (HTA) confirmed that the backup battery was functioning properly and the station operated normally. A faulty barcode scanner was identified and replaced, resolving the scanning issue. The system functioned as intended after the field service engineer repaired the device.